Event description:
The customer reported that during the performance verification test, the ventilator failed to transition from battery power to ac power. The customer reported there was no patient involvement.